Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This report is being amended to reflect changes. Review of the operative notes from the initial surgery in 2008 did not indicate anything out of the ordinary. No devices or photos were provided therefore a determination on the condition of the components could not be made. Product and lot numbers were not provided therefore a review of their device history records could not be performed. The devices were used for treatment. Due to the lack of part numbers device compatibility could not be checked. Relevant medical history and adherence to rehabilitation protocol are unknown. A definitive root cause cannot be determined with the information provided. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the patient has a fractured humerus and a revision surgery is planned.